Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2015 was 590 mg/dl with moderate ketones, confusion, extreme thirst, extreme urination, nausea, and symptoms of dehydration. It was reported the pump alarmed once for a loss of prime issue. It was determined during troubleshooting that the alleged health event was attributed to a use error. There was no indication or allegation of a pump malfunction.

Manufacturer narrative:
The device is not required for return to animas.